Event description:
The customer received a questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient with known elevated values. The sample was aliquoted and placed into the rack without an adapter. The initial result was 0.03ng/ml and reported outside the laboratory. The physician doubted the result. On (B)(6) 2014, another aliquot of the sample was tested and the result was 5.93ng/ml. The primary sample tube was also tested and the result was 5.97ng/ml. The result of 5.93ng/ml was reported out. There was no adverse event. The tpsa reagent lot number was 180709. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. It was suspected the nonuse of the rack adapter upon the initial testing may have caused the issue. The tube may not have been placed straight in the rack which may have lead to an insufficient sample aspiration and low result. Based on the provided calibration and qc data, there was no indication of a general reagent issue.

Manufacturer narrative:
The event occurred in (B)(6).